Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 10/25/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to mesh erosion and related complications and another mesh excision and sigmoidoscopy on (B)(6) 2013 due to mesh failure, infected vaginal mesh, and fistula.